Event description:
Customer's daughter reported customer was not able to test with their precision xtra meter without a lancing device. Customer's daughter reported customer experienced symptoms of dizziness. Paramedics were called and transport customer to hosp, where she was being treated with intravenous fluid and being monitored until her blood glucose level is stable. Adc customer services trained customer with her meter setup and operation. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is the final report. The reported event relates to user error that customer did not obtain her lancing device when picked up her meter from the insurance provider. There was no report of death or mistreatment associated with this event.